Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient experienced syncope and was resuscitated as the device failed. It was noted that the one week prior, the battery longevity was estimated for another two years. A temporary pacemaker was inserted and the implantable pulse generator was explanted and replaced. No further patient complications were noted as a result of this event.